Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 3.00 x 38mm synergy xd drug eluting stent was selected for use. However, during insertion, it was noted that the stent edge was lifted. The procedure was completed with another of same device. There were no patient complications reported.